Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, inadequate fixation, and implanting a damaged neurostimulator have been ruled out. Additionally, severe force being applied to the implant, excessive twisting and stretching, and the patient having contraindicating conditions have been ruled out. However, patient non-compliance was identified as the patient picked at a sore on their hip and pulled part of the neurostimulator out. Additionally, the device was implanted in an off-label location dorsal root ganglion (drg). A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to patient non-compliance as the patient picked at a sore on their hip and pulled a part of the neurostimulator out (user error-patient). Additionally, off-label use was identified as the device was implanted in an off-label location dorsal root ganglion (drg) (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion of one of their neurostimulators through their skin. On (B)(6) 2026, the patient went to the emergency department and an explant procedure was scheduled for (B)(6) 2026. On (B)(6) 2026, imaging was performed, antibiotics were prescribed, and an explant procedure was performed. As of (B)(6) 2026, the patient is doing well overall and no further issues have been reported.